Manufacturer narrative:
Manufacturing dates: monitor: 06/14/2016, belt: 01/15/2018. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged cables) has been confirmed. Upon investigation the monitor was unable to undergo incoming functional testing. The monitor's electrode belt connector was broken free from the monitor enclosure, partially unplugging connector j1001 from the ca board. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor. The electrode belt sn (B)(4) was returned and evaluated at the distributor in accordance with zoll manufacturing recommendations. Upon investigation the electrode belt failed an incoming functional test. The cause for the failure was isolated to a detached audicor accelerometer ribbon cable in the front te. The root cause for detached cable could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's device had damaged cables.